Event description:
It was reported that the patient stated the batteries connected to the black power lead drained quicker. Usually fully charged batteries lasted less than 10 hours while the batteries connected to the white power lead still had four bars. The battery clips and batteries were exchanged however the problem persisted. No other alarms were noted and the patient was stable at home. Log files confirmed the black power lead drained a bit faster than the white power lead. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v batteries draining quicker when connected to the black power cable than the white power cable was confirmed. The submitted controller event log file contained data spanning 3 days (18aug2024 ¿ 20aug2024 per the timestamp). The log file captured the 14v battery connected to the black power cable depleting faster than the white power cable. The controller was connected to 14v batteries on both power cables twice in the log file. On 18aug2024 at 13:45:45 (the first event in the log file), the relative state of charge (rsoc) voltage was 3.651 v on the white power cable and 3.657 v on the black power cable; prior to the batteries being exchanged, the rsoc voltage was 3.431 v on the white power cable and 2.123 v on the black power cable at 19:54:56 on 18aug2024. On 19aug2024 at 7:10:38, the rsoc voltage was 3.826 v on the white power cable and 3.901 v on the black power cable; prior to the batteries being exchanged, the rsoc voltage was 3.132 v on the white power cable and 2.771 v on the black power cable at 18:55:00 on 19aug2024. The 14v batteries were exchanged prior to depleting to the low voltage advisory level throughout the log file. No atypical alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. It was reported that the system controller was exchanged and was disposed of. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ both indicate that when new, two fully charged heartmate 14 volt lithium-ion batteries can power the system for up to 17 hours. Both sections note that how long the batteries can power the system depend on the patient¿s activity level. The user is instructed to take 14v lithium-ion batteries out of service is they do not give at least four hours of support. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.